Event description:
Unomedical reference number (B)(4). Event occurred in the germany. On (B)(6) 2024, the patient hospitalized, and bg level was 581 mg/dl. Also, patient was suffered with dka seizure or diabetic coma. Pateint also experienced vomitting. No further information available.